Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) patient tracking called to report this pacemaker and rv lead were removed from service, but the reason was unknown. Requests for the reason have been unsuccessful. Should additional information become available, this event will be updated. There were no adverse patient side effects reported. (B)(6) 2016 - per op note provided by (B)(6), the rv lead had impedances >2000 ohms and high thresholds. This, combined with the fact that the patient is atrial lead dependent, caused the excessive battery use. The patient tolerated the procedure well and was to be discharged home the next day.